Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. The returned samples determined that it was received one unopened sample that pertained to the product code vcp9906h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand, and no anomalies were observed. The sutures were measured in the federal gauge, and the results met the requirements. In addition, the functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Is it known why the hernia occurred? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Additional information was requested, and the following was obtained: no responses as yet despite numerous attempts. I don¿t think we will receive the answers but his main question was if the sutures are different in terms of thickness as he felt them to be very thin. Additional information was requested, and the following was obtained: in additional to receiving samples for lot# tpbbdwa0 (which is what the complaint is about), we also received extra samples that does not belong to this complaint. Received vcp9906 ; lot# tmbbbxa0 is there a complaint for this device, lot# tmbbbxa0? The additional sample is from the same product complaint.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used for pericostal wound closure. The patient developed an incisional hernia. The surgeon reported that the suture felt thinner than usual. Additional information was requested.